Event description:
Related manufacturer reference number: 2017865-2022-46034, 2017865-2022-46035. It was reported that the patient presented to the clinic with redness, swelling and discharge at the device site. It was noted that the pacemaker has eroded from the pocket. The pacemaker, right atrial lead and right ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found. The cause of infection could not be traced to the device.